Event description:
It was reported that this pacemaker exhibited ventricular undersensing. Additionally, the patient experienced a ventricular fibrillation (vf) episode which resulted in cardiopulmonary resuscitation. The patient is currently intubated in the intensive care unit. Further information was received that this product was surgically abandoned due to therapy upgrade. No adverse patient effects were reported.